Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. Five unopened knives were received or the report of dull blades. Samples were visually inspected and all were found to be conforming. Functional penetration testing was then performed and found to be conforming for all samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos was reviewed by the manufacturing site. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned unopened samples were found to be conforming, therefore dull blades as described in the complaint was not confirmed. However, since the actual complaint samples were not returned and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The unopened samples were found to be conforming; however, because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% visually inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, fifteen ophthalmic cutting knives from two different lot numbers found to be dull. The surgery was completed with alternative products. There was no patient impact. This complaint report pertains to the five knives from the same lot numbers from the same facility.